Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. In addition, cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that the customer experienced difficulty during the load fill tubing process. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 220-299 mg/dl.